Event description:
International affilate reports the doctor found that when he took an x-ray, the valve appeared to have re-programmed ifself. However, it was not certain that the doctor had set the initial pressure completely. The valve was eventually reprogrammed and the device remains in the pt.